Event description:
It was reported that the 9800 system monitor has a black screen. The kvp was on 120. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image intensifier power supply. The system was tested and found to be working as intended and placed back into service.